Event description:
It was reported that the right atrial (ra) lead had high thresholds, resulting in early elective replacement indicator (eri) of the implantable pulse generator (ipg). On fluoroscopy it was noted that the ra lead was hanging straight down and appeared to be chronically dislodged. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).